Event description:
It was reported that during a percutaneous coronary intervention (pci), a balloon rupture occurred. The apex monorail 15mm x 2.00mm balloon was inflated to 4atms and ruptured on the first inflation. The procedure was not completed due to this event. The patient had emergent coronary artery bypass graft (CABG). Patient status is reported as discharged and in stable condition.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
Device evaluation: a visual examination of the returned device found minor kinks at various locations along the length of the hypotube. The shaft polymer extrusion was kinked at 5cm distal to the port. There was a large build up of solidified blood and contrast media inside the inflation lumen. A visual examination of the balloon found no tears or holes in the balloon material. An attempt to inflate the balloon failed. The problems experienced during attempts to inflate the balloon are consistent with the large build up of solidified blood and contrast media inside the inflation lumen. As a result, the device was immersed in warm water in an attempt to dissolve the contrast media and blood inside the inflation lumen. Following another attempt to inflate the balloon a pinhole was found in the balloon material over the proximal markerband. A detailed microscopic examination of the balloon material and proximal markerband could not identify any issues which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci), a balloon rupture occurred. The apex monorail 15mm x 2.00mm balloon was inflated to 4atms and ruptured on the first inflation. The procedure was not completed due to this event. The patient had emergent coronary artery bypass graft (CABG). Patient status is reported as discharged and in stable condition.